Event description:
It was reported that this pacemaker device was losing two months every month. Boston scientific technical services reviewed the power consumption and found out that it was going back and forth from 39 to 40 uw. Furthermore, the device seems stable and had some normal amount of power fluctuation. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the review of memory noted that the device did not log a fault code. Unit passed every test at rpt except rv pace sense, battery usage, and timm leadz. Device diagnostic data showed right atrium and right ventricle pace and sense counts were normal. Unit passes longevity calculation when brady is set to ddd (nominal). Calculated power at 39.8 uw but the reported power is at 39.0uw. Elective replacement indicator (eri) and end of life (eol) were triggered and last voltage measurement was at 2.42v. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was losing two months every month. Boston scientific technical services reviewed the power consumption and found out that it was going back and forth from 39 to 40 uw. Furthermore, the device seems stable and had some normal amount of power fluctuation. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device was losing two months every month. Boston scientific technical services reviewed the power consumption and found out that it was going back and forth from 39 to 40 uw. Furthermore, the device seems stable and had some normal amount of power fluctuation. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that the device was explanted and was returned for analysis. No additional adverse patient effects were reported.